Event description:
It was reported that this right atrial (ra) lead exhibited noise with oversensing in stored atrial tachy response (atr) episodes. There also appeared to be some rapid ventricular response (rvr) due to atrial arrhythmia. It was noted that lead measurements were within range. Technical services (ts) discussed troubleshooting options, and further ra lead evaluation was recommended. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).